Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user straightened the pig tail using the straightener and attempted to advance over a wire guide (olympus visiglide2 0.025") but it got stacked. He then checked the stent and found the pig tail was kinked. Another zebd-5-10(lot:c1907605) was placed instead to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure: ni. "What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?" "Olympus visiglide2(0.025inch)." "Was the wire guide lubricated prior to use?" "Yes." "Was the device at the centre of the complaint inspected for damage prior to use?" "No." "Was the wire guide inspected for damage prior to use?" "No." "Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device?" "Yes." If yes please indicate the procedure performed: ni. "Did the patient involved exhibit altered anatomy or tortuous anatomy?" "No." "Did the patient require any additional procedures as a result of this event?" No." "Were any other defects observed on the device prior to return (other than the reported complaint issue)?" "No." "Was a straightener used to straighten the stent?" "Yes." "(If any damages were confirmed prior to use)was the package damaged?" "No." "What is the endoscope manufacturer, the model number and working channel size that was used for the procedure?" "Olympus jf-260v." "Does your medical facility have a service/maintenance schedule associated with its endoscopes?" "Yes." "Was resistance encountered when advancing the wire guide to the target location?" "Ni." "Was resistance encountered when advancing the introduction system in place to the target location?" "No." "How did the physician determine the length of the stent to be used for the procedure?" "Ni." "Was the stricture dilated prior to placing the device?" "No." "Did any section of the device detach inside the endoscope or patient?" "No." "Please indicate whether the device broke in the endoscope or in the patient?" "No." "Were any modifications made to the complaint device or accessories used with the device in this procedure?" ¿ for example guiding catheter shortened. "No." "Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure." "No." "Did the patient require any additional procedures as a result of this event?" "No." "Were any other defects observed on the device prior to return (other than the reported complaint issue)?" "No."

Manufacturer narrative:
Device evaluation: 1 x zebd-5-10 device of lot c1925353 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. File related to (B)(4) (report reference number 3001845648-2022-00676). Images provided: picture 1 shows packaging and device label. Second picture shows stent within package, slight kink/bend noted on body of stent and black marker observed at start of pigtail curl on tapered end document review: prior to distribution zebd-5-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for lot c1925353 confirmed that this failure has not previously occurred with that lot number. Based on the information to date, there are no manufacturing issues associated with lot c1925353. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. To ensure conformity of all batch release products, pack qc procedures as per d00059695, [qsi0907], verify that "the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09nov2022.